Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) experienced a syncopal episode that required CPR. A review of the device found no ventricular tachycardia/ventricular fibrillation events. The physician was inquiring on the rhythmiq features, as there were several of these stored episodes. Technical services discussed turning off rhythmiq and enabling av search instead, and helped with programming a monitor only zone. Additional information was requested regarding cause for syncope. The device remains in-service, and no additional adverse patient effects were reported.